Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure. The rtm cracked at the base, at the proximal end, when it was removed it from the patient. There were no injuries to the patient and the procedure went well, with no complications. The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of temperature out-of-specification. The MDR is based upon the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve temperature monitor, was returned for evaluation. Visual examination revealed no evidence of separation or excess glue. The stem diameter was cracked through, above the handle. There were no other visible signs of damage or imperfections. Functional testing revealed that there was more than 0.2 degree celsius temperature difference between the three temperature sensors. The complaint was confirmed, the returned rtm was broken into two pieces at the stem next to the handle/stem connection point. (B)(4).